Manufacturer narrative:
One device was received for investigation. The customer reported complaint was verified by the functional and visual testing. The error code 1210 is due to the corruption of the microprocessor board. The microprocessor board is replaced. During visual inspection found the downstream occlusion nub is dented. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1210. There was unknown patient involvement.